Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a polypropylene 36-inch size 0 capio suture during a sacrospinous fixation procedure. According to the complainant, two successful throws were made with the device. On the third throw, the needle of the suture did not catch inside the capio cage and when the physician attempted to pull the suture through the tissue with the device, the needle of the suture detached in the sacrospinous ligament. It was reported that some amount of suture was attached to the needle. The physician attempted to palpate the needle but was unsuccessful. The needle was not retrieved from the patient. At this point, the fixation procedure had been completed so another device was not used. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(B)(4).